Event description:
It was reported that the patient presented into the clinic with multiple secured sense non-sustained oversensing (nso) episodes. All nso episodes appeared to be due to post-paced t-wave oversensing. Programming changes were made and seemed to have corrected the issue. The patient was stable throughout the interrogation previously and post. No patient issues were reported.